Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present in clinic for cybersecurity update. During the upgrade, the pulse generator went into backup operation. The device was restored successfully and the update was not reattempted. The patient was asymptomatic throughout the event.